Manufacturer narrative:
(B)(4).

Event description:
The patient arrived at the emergency room with lack of pain relief. During the diagnostic evaluation performed on the following day, the physician was unable to aspirate fluid through the catheter access port (cap) of the pump. A bolus was performed to push through the suspected catheter occlusion. A dye study was later performed and showed the catheter to be patent. The physician believes the catheter was cleared and the patient will be re-evaluated at the subsequent appointment.

Manufacturer narrative:
It was determined that the product involved was a catheter from a catheter revision kit, not from a catheter kit. (B)(4).

Event description:
The patient is doing well and there have been no additional issues reported.